Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient claims that the device will not power on and is getting no power to the device after troubleshooting. The manufacturer received information alleging waking up with shortness of breath, waking with heart beating fast/racing/pounding, and the patient "feels as if he is having a panic attack". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient, and the device was not in use at the time of the incident. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of the device will not power on and is getting no power to the device after troubleshooting, waking up with shortness of breath, waking with heart beating fast/racing/pounding, and the patient "feels as if he is having a panic attack". There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an small cracks in the ui display bezel around the therapy button. They observed dust-like contaminant and appeared to be dried liquid spots with mineral deposits on the water tank lid, water tank seal, and water tank and dark spots of an unknown bacteria on the water tank seal and water tank. They observed dust-like contaminant and appeared to be dried liquid spots on the ui display bezel, top enclosure, center enclosure, iso port, blower, blower box, heater plate, heater plate spring, and bottom enclosure. They observed hair-like particles on the ui display bezel, top enclosure, heater plate, heater plate spring, and bottom enclosure. Evidence of burn marks was observed on the ui display bezel due to thermal damage to the pca and pca were observed to have thermal damage and to have corrosion due to liquid ingress. They observed dust-like contaminant on the inlet/outlet seal, inside the inlet of the blower box and on the blower seal. One of the screws in the blower box was observed to have not been screwed in the entire way. The device's downloaded logs were reviewed by the manufacturer. There were 32 errors found. The manufacturer concludes that was able to confirm the complaint, but not address the symptoms specified. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.